Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was hub. The infusion set was in use for less than 24 hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012308, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012308 was manufactured according to the wi version 121 and manufactured in the line l3 on 15-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5c01547 was manufactured according to the wi version 67 and manufactured in the machine sc01, on 13-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.